Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous common iliac artery. After a 10mm x 4cm non bsc stent advanced and deployed in the lesion, a 10.0mmx20mmx80cm sterling balloon catheter was advanced for post dilation. When dilation was performed on the central portion of the stent, the balloon ruptured at 8 atmospheres on the first inflation. It was suspected that the balloon ruptured due to the severe calcification of the lesion. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.